Manufacturer narrative:
MDR 3003442380-2024-04725 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set cannula was bent event on 20-apr-2024 and was hospitalized on (B)(6) 2024 due to hyperglycemia event. The blood glucose level was 561 mg/dl at the time of event and was managed by bolus via pump. The infusion set was in use for 1 day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.